Manufacturer narrative:
During the investigation, it was confirmed that a "speaker malfunction" inop was displayed on the intellivue x3 and sound was still coming from the device. This complaint is not reportable. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
The customer reported a speaker malfunction on the intellivue x3. It was confirmed that sound was still coming from the device at the time of the reported issue. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient injury or harm was reported.

Event description:
The customer reported a speaker malfunction on the intellivue x3. It is unknown if sound was still coming from the device at the time of the reported issue. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient injury or harm was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.